Manufacturer narrative:
Updated fields: h6 and h10. Correction to g2 (added health professional). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the event was caused by the clv-190 and that there is no abnormality in cv-190. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned due to the problem was found to be with clv-190/ evis exera iii xenon light source not the cv-190/ evis exera iii video system center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for the use of a diagnostic procedure, the evis exera iii video system center presented with an error code b30 (scope communication error) message while being used with the evis exera iii xenon light source. There were no reports of patient harm associated with this event. Related patient identifier: (B)(6) (address: clv-190/evis exera iii xenon light source).